Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that x2 produces no sound and shows speaker malfunction. The rse advised to reboot the device and to replace speaker assembly and the mainboard if the issue remains. The replacement parts ids were provided to the customer to solve the issue.

Event description:
The customer reported a speaker malfunction no sound is coming from the device. The device was in use at time of event, there was no adverse event reported.